Manufacturer narrative:
The report of a communication error was confirmed in the logs and replicated during testing. Physical inspection of the device noted the upper right screw housing on rear cover was damaged due to fluid contamination and does not securely hold screw in place. Female left iui - fluid / contamination was observed (date code 05/08)male right iu was found to be dull. (Date code 03/19). Damage was observed on the top left front of rear case. The review of the pcu sn: (B)(4) logs identified a channel disconnection on (B)(6) 2019 at 9:48:39 am. The channel disconnect was confirmed by user and unit re-added as unit label a. The device was eventually channeled off by user and system powered down. No infusion programs were observed. Iui testing performed on the returned pcu s/n (B)(4) and pump module s/n (B)(4), replicated the communication error / channel disconnection. Pcu female iui has a date code of 05/08 which is believed to be the original iui on manufactured device. Inspection of the pcu¿s female iui, identified fluid contamination on the internal and external contact pins. Fluid was also observed on the pcu¿s iui board. The path of entry for the ingression appears to be through the rear case at the rear case screw. The root cause of the channel disconnect is the result of contamination on the pcu¿s female iui connector and iui board.

Event description:
It was reported that the device was in standby mode when the nurse prepared to use both pcu and lvp, however a communication error. Was displayed. The rn correctly reconnected the device, ensured a firm connection but to no success and the lvp module completely shut down with no alarms noted from the pcu. The communication error occurred again as the device was carried across the hospital. The biomed facility tested the device and received the same communication error.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was in standby mode when the rn prepared to use both pcu and lvp however received a communication error. The rn correctly reconnected the device, ensured a firm connection but to no success and the lvp module completely shut down with no alarms noted from the pcu. The biomed facility tested the device and received the same communication error.